Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that bioburden was found in the jaws of the allig lft bouchayer forceps (mcl15) when the integra sales specialist checked them in. The loaner pool instrument was unpacked and inspected and the contamination was discovered. The customer was made aware and cleaned the instrument before use at the hospital. No patient injury or surgical delay was reported.

Manufacturer narrative:
The alligator left bouchayer forceps (mcl15) was returned for evaluation: the device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. Failure analysis: the alligator left bouchayer forceps was returned in used condition with rust/staining on the etchings, along the barrel and between the jaws. Bioburden could not be located. The reported complaint could not be confirmed. Root cause analysis: the alligator left bouchayer forceps was received with rust/staining between the jaws which may have been mistaken for bioburden. Loaner pool records show decontamination and inspection prior to release. No manufacturing, workmanship, or material deficiency has been identified.